Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device lasted 24% of its projected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. Further analysis confirmed the high current, which was shown to be caused by a faulty capacitor used in conjunction with an integrated circuit.

Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.